Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Based upon the information from olympus service operation repair center (sorc) that the reported phenomenon was attributed to the failure of the internal circuit board. The exact cause of the failure of the board could not be conclusively determined. However, there was the possibility that the failure of the board was attributed to the accidental failure.

Event description:
Olympus medical systems corp. (Omsc) was informed from olympus service operation repair center (sorc) that during inspection the image was not displayed on the subject device. There was no report of patient injury associated with the event.